Manufacturer narrative:
No button error alarm noted. The down arrow button did not respond due to corroded keypad trace. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to unresponsive button. No moisture damage on electronics noted. The insulin pump had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 60 mg/dl. The insulin pump was exposed to sweat. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.